Event description:
Customer reportedly obtained results of 283 mg/dl and 44mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. No information provided to indicate where comparison performed. Requested return suspect system and replacement was sent.